Manufacturer narrative:
Patient information not provided by reporter. Additional product codes: hrs, hwc. (B)(4). (B)(6) 2015; exact date device was implanted is unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in australia as follows: a patient underwent a left distal femur tumor re-section, allograft and plate fixation in may 2015. The surgeon performed a revision surgery on (B)(6) 2015 due to the variable angle-locking compression plate (va-lcp) condylar plate reportedly being broken through an occupied screw hole. The surgeon utilized patient specific distal femur replacement prosthesis. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that the plate breakage could be confirmed.